Manufacturer narrative:
This report is submitted on october 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to intermittent function. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 14, 2021.